Manufacturer narrative:
The reported issue is currently under investigation, (awaiting parts). A follow up report will be filed when additional details become available.

Event description:
It was reported that the 8800 system experienced a hv register failure. System was rebooted to clear error. No pt injury reported.